Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a low anterior resection, malformed staples were produced. Another device was used to complete the case. There was no consequence to the patient.